Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on bus and door was failed. A field service engineer (fse) performed repeated testing of the cubie pocket using different tray placements and drawers, but the issue persisted. Good cubies were tested in the same locations and functioned correctly, ruling out cubie defects. A mechanical issue with the cubie lid mechanism was suspected. Medications were safely unloaded with rx assistance, and the faulty cubie pocket was removed. The drawer was then tested, and all remaining components functioned properly. Fse replaced the tower latch units for doors 1 and 2 and initiated the final test via the hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, door 2 failed when user tried to issue medication. Customer tried to recover the storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.